Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd device experienced component separation during use. The following was reported by the initial reporter: g17-IV fluid tubing disconnected from the patients left PICC line white lumen.patient reported that his IV fluids tubing got disconnected from heplock while he was sitting in the chair.fluids normal saline was running at the rate of 21 cc/hr.the whole bag of fluids was discarded and new set up of fluids started at 21 cc/hr.

Event description:
It was reported that an unspecified bd device experienced component separation during use. The following was reported by the initial reporter: "g17-IV fluid tubing disconnected from the patients left PICC line white lumen. Patient reported that his IV fluids tubing got disconnected from heplock while he was sitting in the chair. Fluids normal saline was running at the rate of 21 cc/hr. The whole bag of fluids was discarded and new set up of fluids started at 21 cc/hr."

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer reported that the tubing disconnected from the patient's PICC line could not be verified without the product. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.